Event description:
It was reported that the user experienced intermittent signal loss between the dexcom g7 sensor and the ilet, resulting in communication disruption to the ilet; the issue resolved when the sensor connection restored, and no device alerts or alarms were recorded on the sensor side. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.